Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 300 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer addressed impacted bg level with an insulin pen. Customer changed tubing, site, and changed settings after talking with health care provider.